Event description:
Following a diagnostic catheterization procedure on 6/2004, an attempt was made to deploy a vasoseal elite. During the procedure, the deployer advanced the locator while holding the handle to deploy the j segment. The deployer felt resistance and had the occlusive pressure released to attempt to deploy the j segment. Resistance was still felt so they advanced the locator and pulled the handle. When the deployer pulled the handle of the locator the j segment released. The locator was pulled back. As the deployer was advancing the tissue dilator over the locator, they advanced to the white stripe on the locator and said it felt funny. The deployer pulled the tissue dilator out and pulled the locator back and noticed that the j segment was loose in the tissue tract. All of the components were removed. No pt complications were reported.